Event description:
The manufacturer received information alleging an issue related to everflo intl opi 230v device. There was allegation of smoke in the device and fire in the power cord. Equipment with burned cable near the concentrator and does not turn on. Equipment is damaged. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.